Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent a spay procedure on (B)(6) 2016 and suture was used. Postoperatively, the suture broke.

Manufacturer narrative:
(B)(4). Additional information was received that indicated that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.